Event description:
Product is a 1 year-old aluminum 4-wheel rollator with universal seat height; the seat is intended to be sat upon. My (B)(6) great aunt, who lives alone, was using the rollator as a walker in her kitchen when the aluminum frame (the actual metal) supporting the back right leg unexpectedly broke apart, (the metal failed / fractured), causing her to lose her balance. As she was standing when the event occurred, she was able to grab her kitchen table and prevent significant injury. Had she been walking in an area of the apartment where there is nothing to grab, she would have fallen and been severely injured. Had she been sitting on the seat when the leg failed, she would have fallen and been severely injured. The product has never been mishandled, misused or dropped and is primarily used indoors. (It is folded and transported in the back of an suv for the purpose of being used to attend doctor's appointments and church.) The rollator has never been used by anyone other than the (B)(6) female. Labeling on the device indicates that the weight limit for the seat is 300 pounds. The (B)(6) female using the device is well below that limit at approximately (B)(6). With regards to the incident being reported, I am in possession of the broken medical device and of photographs of the failure and labeling. All four legs were set at the same height setting, 22", by the retailer, who is an authorized distributor. Date of use: approximately (B)(6) 2011 to (B)(6) 2012. Diagnosis or reason for use: arthritis, stability.